Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8784 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2018; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing gablofen (2000 mcg/ml) via an implantable pump for unknown indications for use. It was reported that during a routine pump replacement for normal battery depletion, the healthcare provider (hcp) was unable to have a successful catheter access port aspiration. No external factors were involved. They replaced a portion of the catheter but they were still unable to aspirate. The pump had already been pre-primed. They were given calculations on how long the patient would have drug running through the catheter before there was a gap in drug. The patient was supplemented with oral medications during the gap period. The issue was noted to be resolved.